Event description:
On (B)(6) 2021, a PICC catheter was indwelled for the patient. This product will be indwelled in the body from (B)(6) 2022 to one year. Because the chemotherapy course has not ended, the patient and the parent refuse to extubate the catheter. Risks that exist for a long time, and report the doctor to sign the informed consent to refuse extubation according to medical regulations. On (B)(6) 2022, the chemotherapy ended. The nurse slowly removed the PICC catheter according to the doctor's instructions and the procedure. There was no resistance during extubation. After pulling out 12cm, it suddenly broke (the total length of the catheter was 40cm, the exposure was 1cm, and the depth was 39cm), and the remaining 27cm was in the body. Put a tourniquet 18cm above the puncture point, press the puncture site, and report to the doctor on duty. The patient was then examined by color doppler ultrasonography and chest x-ray. The results showed that the echo of the residual internal tube was visible in the vein, the blood flow was smooth, and the inner end of the PICC tube was located at the level of the left sternoclavicular joint. After consultation, the vascular surgeon will perform the left upper extremity vascular exploration + PICC tube removal for the patient at 20:10 on (B)(6) 2022. The operation will be completed at 22:40 that night, and the nurses on duty will check the removed PICC catheter stump. The 27cm is consistent with the removed fracture, and the total length of the catheter is 40cm. The patient and their parents expressed their understanding and reported adverse events to the relevant departments.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4205 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.